Manufacturer narrative:
Exact date unknown, event occurred 18 months ago.

Event description:
It was reported that the patients ipg would no longer hold a charge. It was mentioned that the patient had a heart surgery a while back and the spinal cord stimulator has not worked since. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded.